Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 20mm long starting 16mm from the proximal marker band and a complete circumferential tear 36mm from the proximal marker band. The tip was detached 5mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel beyond the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated four times at 6, 8 and 10 atmospheres respectively with 60 seconds each inflation. However, during fourth inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel beyond the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated four times at 6, 8 and 10 atmospheres respectively with 60 seconds each inflation. However, during fourth inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.